Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted fully and shut off overnight in the past. The customer's blood glucose (bg) level was 535 (mg/dl). A manual injection was delivered to address bg level. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 100% to 40% within one day. Reportedly the customer would continue to use the pump for insulin therapy.